Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A systems check was performed with tandem technical support and no issues were identified. The customer's blood glucose level was 550 mg/dl and was treated with a manual injection. Customer successfully changed pump supplies and resumed insulin delivery after the systems check.